Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the diagnostic summary and histogram trends were unavailable. No intervention was performed. The patient experienced no consequences and will continue to be monitored.